Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2026. After the leads were positioned with satisfactory parameters, the ventricular set screw was being tightened with a torque wrench. No audible "click" was heard, and no resistance was felt, indicating that the ventricular set screw of the pacemaker had stripped. A new pacemaker (reply dr: (B)(6) was urgently swapped in, and the procedure was completed.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - several observations were noticed during the device¿s expertise at the ventricular level: o the ventricular silicone cap was found damaged generating a hole. O the ventricular setscrew cavity was found damaged with presence of a piece of silicone cap inside. O the ventricular setscrew tip was found damaged. - the most likely hypothesis is that too much strength was applied with the screwdriver, especially on the ventricular connector, leading to damages on the silicone cap, the hexagonal cavity and the setscrew tip, explaining the misconnection observed and the reason why the lead was not well maintained. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2026. After the leads were positioned with satisfactory parameters, the ventricular set screw was being tightened with a torque wrench. No audible "click" was heard, and no resistance was felt, indicating that the ventricular set screw of the pacemaker had stripped. A new pacemaker (reply dr: (B)(6) was urgently swapped in, and the procedure was completed.